Event description:
Information was received from a healthcare provider regarding a patient receiving baclofen via an implantable pump for intractable spasticity and other spasticity. Pertinent medications include vancomycin 1.5 g every 12 hours (q12h) and rifampin 600 mg orally (po) every 12 hours (q12h). The patient's pump and catheter were removed on (B)(6) 2006 due to an infection. The patient first started experiencing the infection in (B)(6) 2006. The patient presented on (B)(6) 2006 with a chief complaint of a baclofen pump infection. The patient's history of present illness was 15 months with spasticity status post baclofen pump implantation in (B)(6) 2005; status post wound revision on (B)(6) 2005 and status post incision and drainage (I<(>&<)>d) of wound in (B)(6) 2005 with peripherally inserted central catheter (PICC) line placement for intravenous (IV) antibiotics (abx), vancomycin and rifampin, for 6 weeks which ends in 11 days. Which was also described as status post multiple revisions for infections, now on maximal antibiotic therapy to attempt to save the hardware. Today presents with 2 day history of appearance of red raised and tender lesion on left lateral aspect of abdominal wound. The left lateral portion of the left lower quadrant incision was expanded to 3.5 x 1.5 cm raised and erythematous with a tender skin lesion. The back incision was well healed. They "will admit to srn/pdb." The plan was to remove all of the hardware that day. Unfortunately the healthcare provider had been unsuccessful in resolving the hardware infection. At this state the healthcare provider saw no alternative to hardware removal. The cause of the infection was not determined. The infection has since resolved.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.